Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the lad, two resolute onyx des were implanted in the circumflex and two resolute onyx des were implanted in the rca. Approximately 1 day post index procedure, patient suffered from myocardial infarction of the target vessel (lad and cx). Investigator assessed that the event was not related to index device or antiplatelets medication. Safety assessed that the event was possibly related to index device, but not related to antiplatelets medication. Patient recovered.